Event description:
Customer's family member reported that customer was hospitalized for low blood glucose. Customer's family member stated that the blood glucose meter that customer was using never read below 120. Troubleshooting was performed and pump appeared to be operating normally. Custmer's family member state that they are uncomfortable with the pump and wants a replacement.